Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion was then implanted in a patient. It was reported the patient expired about 2 weeks later due to an unknown cause. The patient had been transferred to another facility and lost to follow-up. It was said it could not be determined if the device contributed to the patients death. No cause was reported. No additional clinical sequalae were provided and the patient is expired.